Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. As the tests strips were not returned within 30 days from the initial complaint retains were ordered for testing; retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) france, alleging that his onetouch verioiq meter read inaccurately high compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient did not specify when the meter started to read inaccurately but claimed that the results displayed on the meter were ¿high¿ and ¿can reach 400 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with unspecified medications. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He alleged that on unspecified dates, in the mornings on an empty stomach, he experienced symptoms of ¿hypo, shaking, tired [and] headache.¿ he claimed that on an unknown date, he went to the hospital (emergency) and a blood glucose result of ¿97 mg/dl¿ was obtained on the ems meter and ¿160 mg/dl¿ on the subject meter. He alleged that he was treated by a doctor with a ¿dafalgan¿ injection which the patient claimed is a ¿quick acting sugar¿ and that he received hcp advice to ¿change the meter¿ and ¿don¿t move.¿ at the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly and were within expiry date. However, the patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately high blood glucose readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia which required treatment by an hcp after the alleged meter issue began.